Event description:
Information was received indicating that a cadd legacy 1, mdl 6400, pump failed occlusion during testing. No adverse patient effects were reported.

Manufacturer narrative:
The device was returned. The reported problem was duplicated. High pressure messages were found in the event history logs. Replacing the downstream sensor was recommended. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was manufactured in 2010, and it is out of warranty therefore, no manufacturing device history record review is needed.